Manufacturer narrative:
The olympus scope was sent to an independent laboratory for culture testing. All channels were sampled and the customer¿s allegation could not be confirmed. The obtained results are in conformance with the requirements. The physical device evaluation by olympus is still pending. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Event description:
The customer reported to olympus, the evis exera iii bronchovideoscope tested positive for an unexpected contamination. The issue was found during a routine culture of the scope. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.

Manufacturer narrative:
Updated fields: b3, b5, b6, h3 and h6. Correction : g2 (added health professional and other ¿ france). This supplemental report is submitted to provide the additional information provided by the customer, device evaluation and applicable corrections. Additional information was provided regarding the cleaning, disinfection and sterilization (cds) processes at the facility. The last sampling date for this was scope was on 9/6/2021. During pre-cleaning, the customer uses detergent aniosyme. The customer uses disinfectant anioxyde 1000 during manual treatment. The inspection of the returned device found nothing wrong with the device. The device was returned to the customer unrepaired. Investigation activities have been opened to manage the actions related to this issue and any required MDR reporting. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation

Event description:
Additional information was obtained from customer. The evis exera iii bronchovideoscope tested positive for microorganisms on four (4) separate dates. It was a routine sampling and the sample was taken at reprocessing, before use. All channels were sampled. There were no reports of patient infection and the scope was not used on a patient in between the test dates.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a root cause could not be determined. Growth of microorganisms were found through culture testing by the user after reprocessing. However, when olympus culture tested after reprocessing in accordance with instructions for use (IFU) before repair, the results conformed to the regulation's recommendation. The following is included in the device IFU: "warning: an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them." Olympus will continue to monitor field performance for this device.